Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2019 during which the ipg was moved. Surgical intervention addressed the issue.